Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-o) and non-boston scientific right ventricular (rv) lead exhibited some intermittent noise and some potential loss of capture, but the device is not always seeing it. Technical services (ts) reviewed presenting electrocardiogram and device data strips from the field representative, and confirmed observations. Ts explained it could be lead-on- lead noise, and recommended chest imaging to confirm lead locations. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).